Event description:
A vena cava filter which was implanted in a pt on an unk date, has now occluded. The age and gender of the pt is unk. The reason for the filter insertion is unk. The onset was also unk. No treatment was reported. It is unk if the event has been resolved. The sales rep had no other info regarding the event. Please note that multiple attempts to acquire add'l info have been attempted and have been unsuccessful.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt.